Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent a revision procedure approximately 5 years post implantation due to a fall which caused a tibial fracture. Attempts to obtain additional information have been made; however, no more is available.